Manufacturer narrative:
The sample was requested for investigation.

Event description:
The initial reporter received questionable elecsys troponin I stat immunoassay (troponin I stat) results for one patient sample tested on the cobas 6000 e601 module with serial number (B)(4). The initial result was not reported outside of the laboratory. The patient sample was rerun using the module and an abbott alinity. On (B)(6) 2022 at 6:54 pm, the initial result from the module was 17.51 ng/ml. The first repeat result from the abbott alinitiy at 9:38 pm was <2.2 ng/l with a data flag. The third repeat result from the module was 17.76 ng/ml. On (B)(6) 2022 at 10:52 am, the fourth repeat result from the module was 18.03 ng/ml. The fifth repeat result from the module, also at 10:52 am was 17.61 ng/ml. The reagent lot number is 578136. The expiration date was requested but not provided.

Manufacturer narrative:
The patient sample was received for investigation. The patient sample was already thawed when it arrived at the investigation laboratory. The results obtained by the investigation differ from the results reported by the customer. The investigation was not able to confirm the customer's results. This may be due to the quality of the patient sample when it arrived at the investigation laboratory. The investigation did not identify a product problem. The cause of the event could not be determined.